Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688tc competitor lead, implanted: (B)(6) 2012. A t505u223 tissue valve, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there were high atrial thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.